Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. A visual inspection was performed on the returned device, and the reported core separation was confirmed. The reported difficulty to advance or position through the anatomy was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the review of similar incidents there is no indication of a lot specific product quality issue. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulties appear to be related to operational circumstances of the procedure. Manipulation of the guide wire against resistance likely caused the guide wire to kink and separate at the hypotube area. The fracture faces at the separation were noted bent which is consistent with a kink prior to separation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.na

Event description:
It was reported that the procedure was to treat a lesion located in the subclavian artery that was heavily tortuous. During advancement of the hi-torque (ht) balance heavyweight (bhw) guide wire, while in the introducer sheath, the wire fractured in two pieces and was easily removed. A new ht bhw guide wire was used to continue the procedure. There was no reported adverse patient effect or a clinically significant delay in procedure. No additional information was provided.